Event description:
A patient reported experiencing inaccurate low results with a one touch basic meter. The patient's blood glucose results were 5.3 mmol versus 9.1 mmol meter to lab. Tests were done within 10 minutes with a difference of 42%. Patient did not experience any adverse events. No further information has been reported.